Event description:
It was reported that the system was down after an error was displayed requiring the customer to power off the system. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and replaced. The system was tested, found to be working as intended and returned to service.